Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the cause of the issue was the evacuation bypass valve (ebv). The fse replaced the ebv and that resolved the reported issue. The repairs were verified as per service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported bf (body fluid) control failure (rbc running low or failing) and intermittent positive control failure running low on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.